Manufacturer narrative:
The received device had the cannula assembly fully deployed,it did not communicate with master pdm and pod data could not be downloaded. No determination about insulin delivery and hazard alarm during the pod's operation could be made without the download data. Investigation found a source of fluid leakage on the exposed portion of the soft cannula, where the tip of the formed needle rested. It could not be determined if it linked to the reported event since the pod data was not available. The timing of the cannula damage could not be determined. The bottom and middle batteries were measured to be slightly low. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values reached 300 mg/dl.